Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 13924 was returned and analyzed. Visual inspection of the shaft segment showed a kink/twist approximately 1.3 inches from the tip in the guide wire lumen. The catheter smart chip data was reviewed. Data indicated the catheter was never used. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. All temperature, pressure and flow values were in range without any oscillation or overshoot. It was not possible to insert the balloon catheter into the sheath due to the kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.